Manufacturer narrative:
Patient date of birth and weight is not provided for reporting. This report is for one (1) unknown 4.0mm cannulated screw, the partial part number reported as 207.xx. Without a valid part and lot number, the UDI is not available. Complained device is not explanted, it remains implanted in the patient. Complainant part is not expected to be returned for manufacturer review/investigation, as device remains implanted in the patient. PMA#: unknown, as specific part and lot numbers for 4.0mm cannulated screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) surgery on (B)(6) 2016 to treat an elbow fracture. During the procedure while the surgeon was inserting an unknown 4.0mm cannulated screw into the distal humerus a thread peeled off the shaft of the screw. A routine x-ray was taken during the surgery that showed the fragment thread of the screw. The fragment thread was retained by the patient, the surgeon decided not to remove the screw. The procedure was completed. No surgical delay or patient harm was reported. This report is for one (1) unknown 4.0mm cannulated screw. This is report 1 of 1 for (B)(4).